Event description:
It was reported that an unspecified number of bd syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 302995 batch no. 0051336. Event description: the bd extension set smallbore tubing (we refer to this item as "j-loops") we have been getting at our ER have been not working as well as in the past. Lately when a syringe is screwed onto the luer-lok, the blue plunger is not being depressed enough to allow fluid to thru it. The nurses have been removing the j-loop and replacing it with a new one, only to have the same issue. The j-loops are not all from the same box or case. I was able to get the j-loops to work by repeatedly screwing a syringe onto the luer-lok end a couple of times. I'm guessing that if we are having trouble, then all your customers who use these are having trouble..

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo depicted two partially visible connected 10ml packages from the view of their top web. The batch #0051336 (p/n 302995) was confirmed on the packages. No product related issues could be confirmed from the photo provided. Unused sealed physical product samples from the same batch are required to investigate any potential product defects reported in this complaint. Since no samples displaying the reported condition were received a potential root cause could not be defined. Unused sealed physical product samples from the same batch are required to investigate any potential product defects reported in this complaint. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 302995, batch no. 0051336. Event description: the bd extension set smallbore tubing (we refer to this item as "j-loops") we have been getting at our ER have been not working as well as in the past. Lately when a syringe is screwed onto the luer-lok, the blue plunger is not being depressed enough to allow fluid to thru it. The nurses have been removing the j-loop and replacing it with a new one, only to have the same issue. The j-loops are not all from the same box or case. I was able to get the j-loops to work by repeatedly screwing a syringe onto the luer-lok end a couple of times. I'm guessing that if we are having trouble, then all your customers who use these are having trouble.